Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that it was fully clip deployed. The deployed clip was not returned. The device was not in any safety release activated state. Inspection of the external and internal device components determined all parts were undamaged and in their proper post clip deployed positions with no anomaly detected. There was no detected obstruction to prevent the activation of the safety release mechanisms. The distal end of the device indicated that although the pusher body joint was intact, all four locator wings were broken; however, inspection of the broken locator wings determined that all four broken locator wings material had been returned and all four were secure at the attachment points within the vessel locator assembly. The damaged condition of the locator wings confirmed the reported difficulty removing the device. Damaged locator wings can be caused by numerous factors including but not limited to patient anatomical conditions, operator deployment technique, and manufacturing deficiencies. Reported anatomical information indicated there had been a previous starclose se clip closure about one month ago in the target groin. Scar tissue may have been present in the target groin due to the arteriotomy which may have affected the devices performance; however, it cannot be confirmed. Distal directional forces can be applied to the deployed locator wings from tissue being compacted between the clip delivery tubeset and the deployed locator wings during thumb advancer/clip delivery tubeset deployment through the tissue tract, possibly due to an insufficient nick and spread. However, it was reported the operator performed a good nick and spread prior to the procedure. This condition can inhibit appropriate locator wings retraction after clip deployment into the distal end of the clip delivery tubeset, which can bend and in some cases cause breakage of the locator wings. The reported removal of the device by counter-traction without the use of the safety release is improper removal technique when difficulty is encountered removing the device. The starclose se instructions for use (IFU) state under precautions; do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. Additionally, if difficulty is encountered removing the device after clip deployment, the IFU instructs the operator to use the safety release and access port removal mechanisms. The improper removal technique is only related to operator deployment technique and is not deemed the probable cause for the difficulty encountered removing the device. Stuck device condition. To assure that all devices function according to specification, all vessel locator assemblies are inspected during the manufacturing process to assure proper assembly and operation. Based on the investigation of the returned device, there was no product lot quality deficiency and the cause for the event is related to the operational context in which the device was used. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Emerald j-tip .035 inche, optitorque 4f, sidewinder (sim 1) cordis avanti 5f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a diagnostic angiography of aorta and visceral arteries, arteriotomy closure of the common femoral artery was attempted with a starclose se device. Reportedly, after making a 5-7mm incision at the sheath site, the tissue track was spread all the way down to the vessel. After uneventful clip deployment, difficulty was encountered removing the device. Counter-traction with an assertive pull was used to remove the device. After removal, one of the four locator wings was noticed to be broken, which was believed to have caused the difficulty encountered removing the device. The starclose se clip deployed in the vessel and achieved hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.